Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available we will send a supplemental report.

Event description:
This procedure was performed in (B)(6). The patient was diagnosed with left lower arteriosclerosis obliteration and left toe necrosis on (B)(6), 2011. The physician deployed a protege gps stent. On (B)(6), 2011 the stent was found to be fractured by the physician; to prevent restenosis an additional stent was deployed.